Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the ¿down¿ arrow button was responding intermittently. Reporter stated that the button issue started a few weeks ago and that there was no damage to the keypad and no moisture exposure to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 11/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the pump powered on with the returned battery cap. The contrast and ok keys were responding but the down key responded intermittently. The keypad was removed and the down key contact was noted to be inverted. Additionally, there was contamination under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.